Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and loss of consciousness ("blackouts") in a 26-year-old female patient who had essure (batch no. C80085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted.". The patient's concurrent conditions included obesity. Concomitant products included buspirone since 2016 and sertraline (zoloft) since 2016. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), dyspareunia ("dyspareunia"), emotional disorder ("very emotional"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), decreased appetite ("loss of appetite"), pain in extremity ("leg feet pain") and musculoskeletal pain ("shoulder pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (hysteroscopy, d and c, diagnostic laparoscopy bilateral salpingectomies, removal of essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, uterine haemorrhage, emotional disorder, menorrhagia, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, decreased appetite, pain in extremity and musculoskeletal pain outcome was unknown and the genital haemorrhage, loss of consciousness, dyspareunia, vaginal haemorrhage, nausea, weight increased and alopecia had resolved. The reporter considered allergy to metals, alopecia, bladder disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, menorrhagia, migraine, musculoskeletal pain, nausea, pain in extremity, pelvic pain, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils showing on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received: lot number, reporter information, patient details, other relevant history, product information, concomitant drugs, events- very emotional, abnormal bleeding (general), abnormal bleeding (vaginal), menorrhagia, apareunia (inability to have sexual intercourse), psychological or psychiatric problems condition: depression, bladder or urinary problems or changes, migraines, headaches, nausea, nickel allergy, dysmenorrhea (cramping),pain, vaginal discharge, fatigue, weight gain, hair loss, loss of appetite, blackouts, leg/feet pain, shoulder pain,essure confirmation test(s) not conducted were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain pelvic area"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and loss of consciousness ("blackouts") in a 26-year-old female patient who had essure (batch no. C80085- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted." The patient's previously administered products included for an unreported indication: orthoepic from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included obesity. Concomitant products included buspirone since 2016, ibuprofen from october 2014 to (B)(6) 2015, paracetamol (acetaminophen) from october 2014 to march 2015 and sertraline hydrochloride (zoloft) since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety/ mental anguish") and rash ("rashes or skin conditions type: rash, swollen and looks like a chemical burn") with skin swelling and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced mood altered ("mood changes"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), emotional disorder ("very emotional"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), decreased appetite ("loss of appetite"), pain in extremity ("leg feet pain"), musculoskeletal pain ("shoulder pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy, d and c, diagnostic laparoscopy bilateral salpingectomies, removal of essure devices. And salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, loss of consciousness, dyspareunia, vaginal haemorrhage, menorrhagia, nausea, fatigue, weight increased, alopecia and abdominal pain had resolved and the uterine haemorrhage, emotional disorder, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, decreased appetite, pain in extremity, musculoskeletal pain, mood altered, anxiety and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils showing on both the sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received, events onset date and severity added, outcome of the event abnormal bleeding has been updated to recovered / resolved. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain pelvic area"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and loss of consciousness ("blackouts") in a 26-year-old female patient who had essure (batch no. C80085) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted." The patient's concurrent conditions included obesity. Concomitant products included buspirone since 2016 and sertraline (zoloft) since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), anxiety ("anxiety/ mental anguish") and rash papular ("rashes or skin conditions type: rash, swollen and looks like a chemical burn"). On (B)(6) 2016, 2 years 1 month after insertion of essure, the patient experienced mood altered ("mood changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), emotional disorder ("very emotional"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), decreased appetite ("loss of appetite"), pain in extremity ("leg feet pain"), musculoskeletal pain ("shoulder pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (hysteroscopy, d and c, diagnostic laparoscopy bilateral salpingectomies, removal of essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, loss of consciousness, dyspareunia, vaginal haemorrhage, nausea, fatigue, weight increased, alopecia and abdominal pain had resolved and the uterine haemorrhage, emotional disorder, menorrhagia, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, decreased appetite, pain in extremity, musculoskeletal pain, mood altered, anxiety and rash papular outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, pain in extremity, pelvic pain, rash papular, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils showing on botht he sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Most recent follow-up information incorporated above includes: on 22-jun-2018: pfs was received. Events per pfs: mood changes, anxiety/mental anguish, skin conditions: rashes, swollen, looks like a chemical burn and abdominal pain were added. Outcome of the event pelvic pain and fatigue was updated to recovered from unknown. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/ pain pelvic area"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general)") and loss of consciousness ("blackouts") in a 26-year-old female patient who had essure (batch no. C80085- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted.". The patient's concurrent conditions included obesity. Concomitant products included buspirone since 2016 and sertraline (zoloft) since 2016. On (B)(6) 2014, the patient had essure inserted. In november 2014, the patient experienced dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), weight increased ("weight gain"), alopecia ("hair loss"), anxiety ("anxiety/ mental anguish") and rash papular ("rashes or skin conditions type: rash, swollen and looks like a chemical burn"). On (B)(6) 2016, 2 years 1 month after insertion of essure, the patient experienced mood altered ("mood changes"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), emotional disorder ("very emotional"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), decreased appetite ("loss of appetite"), pain in extremity ("leg feet pain"), musculoskeletal pain ("shoulder pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes) and surgery (hysteroscopy, d and c, diagnostic laparoscopy bilateral salpingectomies, removal of essure devices.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, loss of consciousness, dyspareunia, vaginal haemorrhage, nausea, fatigue, weight increased, alopecia and abdominal pain had resolved and the uterine haemorrhage, emotional disorder, menorrhagia, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, allergy to metals, dysmenorrhoea, vaginal discharge, decreased appetite, pain in extremity, musculoskeletal pain, mood altered, anxiety and rash papular outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, pain in extremity, pelvic pain, rash papular, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: three coils showing on botht he sides. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 33.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: update of information (not valid batch) product technical complaint. Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/ pain pelvic area'), uterine haemorrhage ('abnormal uterine bleeding'), genital haemorrhage ('abnormal bleeding (general)') and loss of consciousness ('blackouts') in a (B)(6) female patient who had essure (batch no. C80085- invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s) not conducted.". The patient's previously administered products included for an unreported indication: orthocept from (B)(6) 2014 to (B)(6) 2014. Concurrent conditions included obesity. Concomitant products included buspirone since 2016, ibuprofen from (B)(6) 2014 to (B)(6) 2015, paracetamol (acetaminophen) from (B)(6) 2014 to (B)(6) 2015 and sertraline hydrochloride (zoloft) since 2016. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), anxiety ("anxiety/ mental anguish") and rash ("rashes or skin conditions type: rash, swollen and looks like a chemical burn") with skin swelling and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced mood altered ("mood changes"), 2 years 1 month after insertion of essure. On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), loss of consciousness (seriousness criterion medically significant), emotional disorder ("very emotional"), bladder disorder ("bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes"), allergy to metals ("nickel allergy"), decreased appetite ("loss of appetite"), pain in extremity ("leg feet pain"), musculoskeletal pain ("shoulder pain") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysteroscopy, d and c, diagnostic laparoscopy bilateral salpingectomies, removal of essure devices. And salpingectomy (bilateral removal of fallopian tubes). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, genital haemorrhage, loss of consciousness, dyspareunia, vaginal haemorrhage, menorrhagia, nausea, allergy to metals, fatigue, weight increased, alopecia and abdominal pain had resolved and the uterine haemorrhage, emotional disorder, female sexual dysfunction, depression, bladder disorder, urinary tract disorder, migraine, headache, dysmenorrhoea, vaginal discharge, decreased appetite, pain in extremity, musculoskeletal pain, mood altered, anxiety and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, bladder disorder, decreased appetite, depression, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, female sexual dysfunction, genital haemorrhage, headache, loss of consciousness, menorrhagia, migraine, mood altered, musculoskeletal pain, nausea, pain in extremity, pelvic pain, rash, urinary tract disorder, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. The reporter commented: three coils showing on botht he sides. Patient received treatment pain. Bleeding, allergy. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received, event outcome, rcc added based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and uterine haemorrhage ("abnormal uterine bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia"). The patient was treated with surgery (underwent a hysteroscopy, diagnostic laparoscopy,dilation and curettage and bilateral salpingectomies). Essure was removed. At the time of the report, the pelvic pain, uterine haemorrhage and dyspareunia outcome was unknown. The reporter considered dyspareunia, pelvic pain and uterine haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.